Event description:
It was reported that the micro oscillating saw overheated. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece to overheat.